Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation of 2.0 x 15 emerge balloon, a 2.50x48mm synergy drug-eluting stent was advanced for treatment. Following deployment, a 2.5x12mm nc emerge balloon catheter was advanced for dilation. However, due to calcification it failed to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. The were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation of 2.0 x 15 emerge balloon, a 2.50x48mm synergy drug-eluting stent was advanced for treatment. Following deployment, a 2.5x12mm nc emerge balloon catheter was advanced for dilation. However, due to calcification it failed to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. The were no patient complications reported and the patient status was stable. It was further reported that the balloon's inflation pressure has slightly exceeded the rated burst pressure and the balloon was removed well from the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the inflation lumen and the balloon was loosely folded. There was a longitudinal tear 15mm in length, 4mm from the tip of the device. Product analysis confirmed the reported burst, as during functional testing the device was found to have a longitudinal tear to the balloon. Product analysis could not confirm the reported no-cross of the lesion, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation of 2.0 x 15 emerge balloon, a 2.50x48mm synergy drug-eluting stent was advanced for treatment. Following deployment, a 2.5x12mm nc emerge balloon catheter was advanced for dilation. However, due to calcification it failed to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. The were no patient complications reported and the patient status was stable. It was further reported that the balloon's inflation pressure has slightly exceeded the rated burst pressure and the balloon was removed well from the patient's body.

Manufacturer narrative:
B5: describe event or problem updated.